Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 300 to 531 mg/dl and ketones. Cause of bg was not known; however, contact suspected stress and hormones were the cause but could not confirm. Manual injections were administered, consumed water, and contacted a healthcare provider (hcp) to address bg. Recommendation was made to consult with hcp regarding diabetes management.